Event description:
It was reported that while during the surgical procedure the instrument fractured when the nurse mishandled it and the center pin dislocated from the instrument. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: luxembourg. H2: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided photo identified the reported product with signs of repeated use. However, due to the angle of the photo, further evaluation of the pin could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error. The trabecular metal¿ reverse shoulder system surgical technique indicates 'make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting'. IFU 87-6203-999-23 indicates 'failure to follow these instructions could result in instrument or provisional breakage and potential adverse effects on user(s) or patient.' If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgical procedure, the center pin bent after it was likely impacted incorrectly with a hammer by the surgeon, resulting in misalignment with the liner hole. There was no report of a retained foreign body or patient harm. Due diligence has been completed for this complaint; to date all available additional information has been received.